Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 at 3 pm with blood glucose was 540 mg/dl. The current blood glucose is 288 mg/dl. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. The customer reported that there was crack on insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.